Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: was the biofire result a dual positive? Yes. (E. Coli and c. Tropicalis and ctx-m resistance gene). What organisms grew? Esbl e. Coli what was seen in the gram stain? Gnr. Was the discrepant result reported and was there any treatment change as a result? Yes it was reported and unsure of treatment change but have not heard anything was there any patient impact? Probably not as we use a comment to tell them that there is a discrepancy. What confirmatory testing was performed that determined the results were erroneous? Culture. Were any erroneous results reported to doctors? Yes. How many times did this occur? Once. What were the dates of occurrence? (B)(6) 2023. Quantity received and quantity affected: 1 bottle. Was this issue involving patient or nonpatient samples? Patient. Hazard, injury or erroneous results? Yes. If yes¿detailed erroneous results (include # of errors and type): 1 molecular false positive. Was patient treatment changed as a consequence of the issue with results? Customer is unsure of any treatment change. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Customer has not heard about any consequences or treatment change. Customer had a molecular fp on unknown bottle type or lot, sequence # (B)(4).

Manufacturer narrative:
Initial reporter e-mail: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive.

Manufacturer narrative:
H.6 investigation exec summary: catalog: 442023. Batch no.: 2278050. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.